Manufacturer narrative:
Title: challenging delayed bleeding after an ivor lewis oesophagectomy. Source: journal of surgical case reports, 2020;12, 1¿3 accepted: october 21, 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the literature source of study, a (B)(6) year old male underwent a minimally invasive ivor lewis oesophagectomy for oesophageal adenocarcinoma. Eight days post-operatively, the patient developed an upper gastrointestinal bleed, hematemesis and required intubation for airway protection. The patient received multiple blood transfusions, underwent several endoscopies and developed organ failure. Challenging delayed bleeding after an ivor lewis oesophagectomy. 2020 sean liddle, anirudh mirakhur and estifanos debrul